Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that heparin (1000ml) programmed at a rate of 50ml/hr. And normal saline (1000ml) 50ml/hr. The rn noticed that the heparin/saline bag were low in volume and replaced, both bags were scanned at 0830 along with replacing both IV sets. The devices were reprogrammed 50ml/hr. Via physician orders in patient emar and started at the same time. However when checking the patient, the rn noticed that the heparin bag appeared to be running low on volume according to emar, the infusion duration was for over 20 hrs. The rn further investigated the issue and found no leaking, programmed correctly however the remaining balance in the bag was not correlating to what was programmed. The infusion was immediately stopped, the ICU physician notified and ordered 2hr. Ptt¿s to be drawn and a cbc. The results of the 2 hr. Ptt was 36.3.the event occurred in the ICU.

Manufacturer narrative:
The customer¿s report of a heparin bag having the volume decreased lower than expected resulting in over infusion was not confirmed. The physical inspection process found the bezel had a crack on the right side by the yolk and on left side of the bezel. The customer did not provide an incident date or time. A review of the associated pcu event log found the last recorded usage for the recorded suspect pump module was on (B)(6) 2019. There were no programming errors noted that would cause an over infusion to occur. The pump module passed rate accuracy testing with no anomalies noted. The incident disposable set was not returned for investigation. The bezel was found to have cracks in it, however the damage has not been identified to cause uncontrolled flow leading to over infusion it was noted the pivot latch screw and associated torsion spring were third party parts. This was an incidental finding that is not believed to have contributed to the reported incident. The root cause of the customer's report could not be identified.

Event description:
It was reported that heparin (1000ml) programmed at a rate of 50ml/hr. And normal saline (1000ml) 50ml/hr. The nurse noticed that the heparin/saline bags were low in volume and were replaced along with both IV sets, and the bags were scanned at 0830. The devices were reprogrammed 50ml/hr. Via physician orders in patient emar and started at the same time. However when checking the patient, the nurse noticed that the heparin bag appeared to be running low on volume according to emar, the infusion duration was for over 20 hrs. The nurse further investigated the issue and found no leaking, programmed correctly however the remaining balance in the bag was not correlating to what was programmed. The infusion was immediately stopped, the ICU physician notified and ordered 2hr. Ptt¿s to be drawn and a cbc. The results of the 2 hr. Ptt was 36.3.the event occurred in the ICU.